Manufacturer narrative:
Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer. Patient product ID: 3998, lot# v020188, implanted: (B)(6) 2007, product type: lead. Product ID: 3550-29, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (stimulator 37711 imp, serial # (B)(4)) found the batter was at eos (end of service) due to three overdischarges. The ins had telemetry when it was received for analysis, but the battery had depleted to the "sleep" mode. A normal recharge was done and the trace report obtained from the ins. The ins had three overdischarge counts and was in a eos condition. The three overdischarges occurred while the ins was implanted, however, the time when they occurred could not be determined from the trace report. After the eos bit was reset, the ins was able to pass the functional tests performed. Foreign material was found under cover of the connector module. Shield/can observations showed that the battery was expanded. The setscrew was tight to the plug. Analysis of the plug and boot (accy kit 3550-29 restr) found no anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had not recharged her device for over a year due to other health issues. It was later reported the patient had not used their stimulation since 2010 due to health issues unrelated to the system. The battery had gone ¿dead¿ since the health issues. It was noted the patient had not had their device checked. Patient had an appointment for (B)(6) 2013 to have their stimulator checked. It was reported an overdischarge was confirmed and patient non-compliance was reason for overdischarge. It was noted the patient had encephalitis during a hospital in 2009 stay and lost their recharger. The patient had not charged or used their device since then. It was noted 4 physician mode rechargers were attempted. After the 4th attempt the power on reset screen came on and the patient was instructed to charge fully and to keep battery charged until the next meeting. It was noted the patient had less than 50% therapy relief. Patient status was noted as alive with no injury or adverse event. Follow up reported the patient successfully recharged their device but after interrogation the device was at end of service (eos). Device replacement was scheduled for (B)(6) 2013. Further follow up reported the patient had their battery replaced. The patient was receiving effective therapy after replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.